Event description:
It was reported by the rep that when the device was used during a laparoscopic salpingo oophorectomy procedure, it would not cut. Endo scissors were used to cut and complete the case. There was no consequence to patient.